Manufacturer narrative:
The thermogard console (sn (B)(4)) was investigated by zoll sales representative. The reported complaint of the console not recognizing the air trap was confirmed during functional testing. The probable root cause was due to liquid or dirt was blocking the airtrap sensor in the air trap block likely caused by user mishandling. The air trap block was cleaned to remedy the issue. After cleaning the air trap block, the console passed functional testing and was released for clinical use. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up, the thermogard console (sn (B)(4)) was unable to recognize the start-up kit (suk) air trap. Following this, the console was replaced with another thermogard console to initiate the ivtm therapy. No patient involvement.